Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly wrapped around a filter while post dilating a stent. It was further reported that, the device was difficult to remove and allegedly unraveled material. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: an electronic photo was submitted for review. The photo shows the device outside of any packaging and is noted to be bloody. An unraveled fiber was noted to be constricting the balloon portion of the device. Two images were submitted for medical review. The first image is an angiographic image of the lower ivc with no right left markers present. Metallic stents are noted to be present with a guidewire seen passing through the ipsilateral common femoral vein puncture. The kind of stents cannot be identified, however a linear radiopaque structure is identified adjacent to the tip of the filter and the guidewire. The structure is not coaxial on the wire and etiology is unclear. The second image shows the balloon outside of usage or packaging. A snare is noted to the mid portion of the balloon which is compressing the balloon, this was most likely used in the removal attempt. No conclusions could be made based on the image. It is unclear as to why the balloon was passed through the filter during this procedure given point of access and desired point of dilation. Therefore based on the photo review, the alleged unraveled material can be confirmed for, as the photo shows an unraveled fiber noted to be constricting the middle portion of the balloon. The investigation is also confirmed for balloon twisting as the balloon portion was noted to be twisted in the photo submitted for review. The investigation is inconclusive for the reported difficult to remove, as the sample was not returned for evaluation. In the photo review conducted by the manufacturing review, the team concluded that the fiber unraveling most likely occurred during the procedure as no anomalies were noted during device preparation. It is likely that there was a small delamination of the pebax layer which allowed for the circumferential fiber to be caught on the refold tool, introducer or stent. This might have then caused the fibers to become unraveled causing the constriction of the balloon. The definitive root cause for the reported unraveled material, balloon twisting and difficult to remove could not be determined based upon available information. Labeling review: the instructions for use states: atlas pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Potential adverse reactions: the complications which may result from a peripheral balloon dilatation procedure include: additional intervention, allergic reaction to drugs or contrast medium, aneurysm or pseudoaneurysm, arrhythmias, embolization, hematoma, hemorrhage, including bleeding at the puncture site, hypotension/hypertension, inflammation, occlusion, pain or tenderness, pneumothorax or hemothorax, sepsis/infection, shock, short term hemodynamic deterioration, stroke, thrombosis, vessel dissection, perforation, rupture, or spasm. Precautions: 4. Use the recommended balloon inflation medium. Never use air or other gaseous medium to inflate the balloon. 5. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Dilatation catheter preparation: 3. Prior to use, the air in the balloon catheter should be removed. To facilitate purging, select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with the appropriate balloon inflation medium. Do not use air or any gaseous medium to inflate the balloon. H10: d4 (expiry date: 01/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and photo were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly wrapped around a filter while post dilating a stent. The procedure was completed using another balloon. There was no reported patient injury.